Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope cut out 6 times finished case and experience temp signal loss and flickers for a couple seconds to blue screen or lost signal. No negative impact in state of health reported.